Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with redness and inflammation. There was no information about the area of the skin did the reaction/rash covered. According to the report, the patient was not sure if he went to his doctor. He reported they might given him antibiotics; however, he could not remember the dates as to when it happen nor the names of antibiotics either. At the time of the report, the skin reactions were reportedly healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.